Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the axiem. The system then passed the system checkout and was found to be fully functional. The axiem was returned to the manufacturer, however, analysis results were no available at the time of filing. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that they were having issues with the axiem stating a communication error. The site had worked through re-seating the cables and checking the status on the system to establish a connection. They had rebooted the system to re-establish a connection but were unsuccessful. The site had switched axiem boxes and the system worked right away. There was no patient present at the time of the event.

Manufacturer narrative:
The electromagnetic localization system was returned to the manufacturer for analysis. Analysis found the reported event was re plicated and the system showed a red status. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.